Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated date of implant has been estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. An unspecified xience sierra stent was implanted without any issues. However, it took a longer time than usual to deflate the stent delivery balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Patient codes:n/a. Device codes:n/a. Internal file number -(B)(4). No UDI is being reported because the part and lot numbers was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported deflation issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.